Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient felt stimulation in the rectal area that became very painful when trying to increase. The patient was reprogrammed multiple times without an improvement in symptoms, and turned the device off. It was later reported that the patient's system was removed in (B)(6) 2009 because it did not help the patient's bladder symptoms and because she had "shooting pain in her rectum and still did." The patient was trying to find out why she continued to have pain in her rectum, and did not know if the 'wire' had been removed at the same time as the ins. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the hcp told the patient either there was some involvement of a sacral nerve at the time of surgery or the lead wire is still in. The hcp ordered a set of spinal x-rays to see if the lead was still implanted.

Manufacturer narrative:
Product ID 3889-28, lot# v051852, product type lead; product ID 3095-10, serial# (B)(4), product type extension; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).